Event description:
As was originally reported in 03/2017: (B)(6) 2011 - the patient underwent repair of bilateral inguinal hernias. Two small kugel hernia patches were used (device 1 and device 2). (B)(6) 2013 - the patient presented to the hospital with complaints of severe pain he believed to be caused by the kugel mesh. The surgeon excised the mesh from the subcutaneous tissue, as well as the spermatic cord. They noted it was difficult to differentiate the structure of the cord at the high end of the level where it was incorporated with the mesh. The mesh was removed and the hernia was then repaired without mesh. (B)(6) 2013 - patient presented to the hospital emergency room with complaints of swelling and pain in his left testicle. He was kept overnight for observation, then he underwent a left orchiectomy the next day to remove his testicle, during which it was found to be necrotic. The attorney alleges the patient experienced significant physical pain and suffering, permanent injury, permanent and substantial physical deformity. Addendum based on additional medical records received: (B)(6) 2011 - the patient underwent repair of bilateral inguinal hernias. The left side was repaired with a kugel mesh (device 1) and the right side was repaired with a kugel mesh (device 2) (B)(6) 2011-- the patient underwent repair of a recurrent left inguinal hernia in which a bard/davol perfix plug (device 3) was placed. Operative dictation does not mention the previously implanted kugel mesh (device 1) being visualized or manipulated during the procedure. (B)(6) 2012-- the patient underwent back surgery, a CT scan was performed which revealed that there was some fluid within the pelvic region and that he has experienced pelvic swelling and pain and erectile dysfunction since his hernia repair last august. (B)(6) 2012--(B)(6) 2013-- the patient had follow up visits with his md with continued complaints of chronic left groin pain. (B)(6) 2013-- the patient underwent explant of the perfix plug (device 3). Operative dictation notes: "incision was made through the previous scar tissue, going into the subcutaneous tissue down to the mesh. The mesh was excised from its attachment. The spermatic cord was present and excised from the mesh. It was difficult to differentiate the structure of the cord at the high end of the level where it was incorporated with the mesh. Bleeding was controlled with cautery and ligatures of 2-0 silk. The mesh was then dissected from the attachment to the subcutaneous tissue down to the pubic tubercle from the internal ring. The mesh was removed." The operative dictation does not mention the kugel mesh (device 1) previously implanted in the patients left side during this explant procedure. Therefore, it is unclear if any portion of the left side kugel mesh (device 1) was removed. There are no additional medical records provided.

Manufacturer narrative:
Addendum to the previous information based on receipt of medical records. Based on the medical records provided, the patient developed a recurrent hernia of the left side inguinal hernia within 1 month of the initial hernia repair with the bard/davol kugel (device 1). The operative report of the repair of the recurrent hernia, there is no mention of the previously implanted bard/davol kugel (device 1), therefore it is unclear if this is in the same area as the initial hernia. However, recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. The recurrent hernia repair was done with the implant of a bard/davol perfix plug (device 3). The patient continued to have continued pain, and the perfix plug (device 3) was explanted approximately 6 months after being implanted. The operative report of this procedure does not mention the kugel (device 1) and therefore, it is unclear if any portion of the mesh the left side kugel mesh (device 1) was removed or involved in this procedure. Based on the information provided, we are unable to determine to what extent, if any, the bard/davol kugel mesh (device 1) may have caused and/or contributed to the event. This file represents the kugel mesh (device 1) implanted on the patient's left side. Additional mdrs are submitted related to the kugel mesh (device 2) implanted on the patient¿s right side, and the perfix plug (device 3). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
This follow-up MDR is being submitted as a result of a retrospective review of davol's MDR files. Corrected : to adverse event.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. With the current information available, it is unknown if one or both of the kugel patches were explanted in (B)(6) 2013 procedure and if they contributed to the issue which presented post explant of the kugel patch. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no definitive conclusions can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. A second file was created to address the other kugel patch implanted in the patient. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent repair of bilateral inguinal hernias. Two small kugel hernia patches were used. On (B)(6) 2013 - the patient presented to the hospital with complaints of severe pain he believed to be caused by the kugel mesh. The surgeon excised the mesh from the subcutaneous tissue, as well as the spermatic cord. They noted it was difficult to differentiate the structure of the cord at the high end of the level where it was incorporated with the mesh. The mesh was removed and the hernia was then repaired without mesh. On (B)(6) 2013 - patient presented to the hospital emergency room with complaints of swelling and pain in his left testicle. He was kept overnight for observation, then he underwent a left orchiectomy the next day to remove his testicle, during which it was found to be necrotic. The attorney alleges the patient experienced significant physical pain and suffering, permanent injury, permanent and substantial physical deformity.